Event description:
It was reported that approximately 1 1/2 hours after the iab was inserted, the catheter's central lumen seemed to clot off. The iab was removed and a replacement was not indicated. There were no pt complications.